Event description:
It was reported that pressure calibration failed. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D9: date returned to mfg.: 3/31/2025. D3 - mfg establishment name. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿pressure calibration failed¿ was replicated. During testing it was found that downstream occlusion (dso) sensor voltage does not rise or fall when pressed, during dso test, pressure was not within range. The probable cause was dso sensor voltage was not sensing. Voltage does not rise or fall. The dso sensor was replaced and the device calibrated. All tests passed within specifications. The device event log/alarm history was reviewed and there are no errors related to the customer complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.